Event description:
A customer observed negatively biased tsh results for multiple patient samples tested on the eci analyzer compared to an OEM assay. The biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to the co.

Manufacturer narrative:
Investigation into this event determined that calibrator responses and calibration parameters were typical compared to expected, and qc results are acceptable. The customer was unwilling to provide samples for a correlation study or provide results of a precision test. The root cause of the event could not be determined.